Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were provided and reviewed. Medical records were also provided and reviewed. There was no specific deficiency alleged in the provided medical records. The images also could not identify any deficiency with the filter. Therefore, the investigation is inconclusive for the alleged filter tilt and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2016). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post vena cava filter deployment that allegedly the filter tilted and embedded in the caval wall and had limbs detach. There were no attempts made to retrieve the filter and detached limbs. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with recurrent pulmonary emboli along with dilated cardiomyopathy on therapeutic coumadin was scheduled for placement of an inferior vena cava (ivc) filter. The patient already had a 7 french venous sheath for a myocardial biopsy in place. After the biopsies were done, an ivc venogram was performed. This demonstrated no thrombus or clot and the ivc was not dilated. The ivc filter was then successfully deployed in the infrarenal ivc without incident. The sheath was removed and manual pressure was held. Image review: based on the image provided, a filter was deployed, can be confirmed. Based on the image provided, due to poor image quality the number of filter limbs could not be counted. Based on the image provided, the filter position within the confines of the ivc could not be determined. Based on the image provided, the filter location could not be confirmed. Conclusion: the device was not returned for evaluation. Images were provided and reviewed. Medical records were also provided and reviewed. There was no specific deficiency alleged in the provided medical records. The images also could not identify any deficiency with the filter. Therefore, the investigation is inconclusive for the alleged tilted filter and detached filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter malposition, filter tilt, movement, migration or tilt are known complications of vena cava filters.

Event description:
It was reported sometime post vena cava filter deployment that allegedly the filter tilted and embedded in the caval wall and had limbs detach. There were no attempts made to retrieve the filter and detached limbs. There was no reported patient injury.

Manufacturer narrative:
Hospital/medical records and medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with recurrent pulmonary emboli along with dilated cardiomyopathy on therapeutic coumadin was scheduled for placement of an inferior vena cava (ivc) filter. The patient already had a 7 french venous sheath for a myocardial biopsy in place. After the biopsies were done, an ivc venogram was performed. This demonstrated no thrombus or clot and the ivc was not dilated. The ivc filter was then successfully deployed in the infrarenal ivc without incident. The sheath was removed and manual pressure was held. Image review: based on the image provided, a filter was deployed, can be confirmed. Based on the image provided, due to poor image quality the number of filter limbs could not be counted. Based on the image provided, the filter position within the confines of the ivc could not be determined. Based on the image provided, the filter location could not be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that allegedly the filter tilted and embedded in the caval wall and had limbs detach. There were no attempts made to retrieve the filter and detached limbs. There was no reported patient injury.